Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of 553 mg/dl; cause was unknown. Bg was treated with a correction bolus via the pump. Recommendation was made to consult with a healthcare provider to discuss diabetes management.